Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the idrive system stopped firing in the middle. The staple line was oversewed. A new powered handle and adapter was used to complete the procedure. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No reinforcement material was used.